Event description:
In 2005, the lay pt contacted lifescan alleging that his one touch ultra meter was reading in the incorrect unit of measurement. The med affairs specialist (mas) sent a letter to the pt, as he could not be reached via phone. The pt obtained a result of 21.4 mmo/l (coverts to 385 mmo/l) on the reported meter. He took insulin following use of the meter; the insulin type and dose were not provided. The pt was taken to the hosp; the reason for going to the hosp was not provided. The pt received IV treatment. No results obtained in the hosp were provided. No information was provided regarding the pt's diabetes treatment regimen and whether he experienced symptoms of high or low blood glucose at the time of concern. The customer care agent (cca) confirmed that the meter was set to mmo/l instead of mg/dl. The pt affirmed that the meter had previously been set to the correct unit of measurement. Further, he affirmed that he had recently changed the units of measurement in the meter settings. The cca walked the pt through resolving the unit of measurement issue. The meter and test strips were replaced.